Event description:
It was reported that 4 bd luer-lok¿ tip syringes were found with brown foreign matter in them before use. The following information was provided by the initial reporter: "we found 4 of your bd 30ml syringes luer-lok tip ref # (B)(4) with brown stuff in and on the syringe."

Manufacturer narrative:
Investigation summary: four samples were received from the customer for investigation. The samples were visually examined using unaided vision and it was observed that three of the returned samples had brown foreign matter (fm) on the ribs of the plunger rods and that the fourth sample had brown foreign matter (fm) on the thumb press of the plunger rod. The fm was visually examined and was identified to be oil which like came from the ejector pins. Oil on the ejector pins can be caused by excess oil coming from the airlines that move the ejector pins. This can potentially transfer from ejector pins to the parts as they are molded. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd luer-lok¿ tip syringes were found with brown foreign matter in them before use. The following information was provided by the initial reporter: "we found 4 of your bd 30ml syringes luer-lok tip ref # 302832 with brown stuff in and on the syringe."